Event description:
It was reported that the pump touch screen had missing pixels, preventing the customer from interacting and to reading their pump screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.